Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During an appointment, it was found that the patient had a significant reduction in threshold levels at 1khz. The patient also suffered a head trauma in (B)(6) 2011.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted for medical reasons, namely chronic otitis media, which led to active electrode extrusion through the canal wall and poor performance. Damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
During an appointment, it was found that the patient had a significant reduction in threshold levels at 1 khz. The patient had suffered a head trauma in (B)(6) 2011.